Event description:
It was reported that the driver broke off in the femoral screw and was about 2 mm proud outside the screw. Surgeon could not remove the screw. He had to make a major incision in the knee to remove it. Driver tip was retrieved, screw was removed in pieces and not saved. A new allograft was opened due to the 1st one being shredded. The new screws and graft were inserted into the same pilot hole. The acl case was completed. No additional hospitalization.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The complaint was confirmed. Evaluation of the returned device revealed a diagonal fracture with a rough surface and little deformation at the distal end of the shaft, which is typical in metal mechanical fracture as result of bending stress. Proximal end of broken off tip shows the same fracture physiognomy pattern. Overall, device looks worn out. Metal and laser marking discoloration are observed, as well. Device met all material specification as received. Event is typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.